Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 75 mg/dl; cause was due to customer not monitoring their bg values. Customer administered a glucagon injection to address bg level. The customer was admitted into the emergency room (ER) and treated with the consumption of carbohydrates. Customer was released from the ER on may 6th, 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.